Event description:
It was reported that following the catheter revision in (B)(6) 2012 the patient experienced acute pain in her lower back, left and right legs. The patient was currently at home; however, it was reported that the patient was hospitalized for the event. The patient stated that she felt the pump was "not working anymore" and she was "not doing well". The patient stated that she didn't fell her therapy was "back to the way it was before she started to have the issue with her catheter". It was reported that after the catheter was revised the healthcare provider (hcp) flushed the pump and stated "everything looked good". A "test where the hcp accessed the catheter port" took place but was unclear if it was before or after the revision. The patient's last refill date was (B)(6) 2012. The patient stated that she was on "a very low concentration level" and chose to keep it low because she felt the pump needed replaced and the concentration needed to be lowered for that anyway. The physician offered to increase the concentration but the patient declined. The patient stated she needed her pump replaced because of the pain she was having as well as her printout stating that the estimated elective replacement indicator (eri) was scheduled for 8 months from (B)(6) 2012.

Event description:
Additional information received further reported that the patient still had concerns with her device/therapy, however she was working with the physician and receiving assistance. It was indicated that the patients concern were resolved as she was scheduled for a new pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a "perceived lack of therapy." An exploratory surgery was done to find out what the issue was. The catheter had pulled out of the intrathecal space. The distal portion of the catheter was revised. The medication was being adjusted. The patient outcome was reported as "now ostensibly receiving therapy. We don't typically hear back on pumps unless they are not therapeutic." The pump was delivering morphine.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), explanted: 2012-(B)(6), product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8731 serial# (B)(4) implanted: (B)(6) 2006 explanted: unk.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected. (B)(4).

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8731, serial (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving bupivacaine [0.9 mg/ml] at an unknown dose and dilaudid [25.0 mg/ml] at an unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. At one point, the pump was also delivering morphine at an unknown concentration and dose. It was reported on 2017-oct-09 that the patient had ¿multiple problems¿ in five years. It was stated that the catheter kept clogging and that the patient had three catheters in five years (refer to manufacturer reports #3007566237-2015-04065 and #3007566237-2011-05528). It was stated that the manufacturer should have all this information because a manufacturer's representative was present at their surgeries. It was noted that the patient had a total blockage in their lumbar spine and their lumbar spine was fused and that no dye would circulate for a myelogram. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the pump was replaced on (B)(6) 2012 and patient was doing well. Presently patient had no concerns with device or therapy.